Event description:
When surgeon went to apply a clip with the clip applier, it would not close it to latch shut. The clip fell right off of the vessel. The second clip applier was used and worked well. Then when this instrument was used again the same thing happened with the clip.